Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: there were pump reboot events observed in the pump's black box download. No damage was found to the battery cap. The battery cap was able to securely attach to the pump. Corrosion was observed in the pump's battery compartment. The pump was found to be leaking at the crack.